Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment there was an air detected in cassette warning during drain 3. Treatment was stopped. Fluid was discovered in the pump module area of the cycler and on the external part of the cassette. Attempts were made to gather missing details, but no data was acquired. There was no harm reported in the initial report. It was indicated that the patient was planning to complete treatment the night of the leak with manual treatment. The cycler was not returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment there was an air detected in cassette warning during drain 3. Treatment was stopped. Fluid was discovered in the pump module area of the cycler and on the external part of the cassette. Attempts were made to gather missing details, but no data was acquired. There was no harm reported in the initial report. It was indicated that the patient was planning to complete treatment the night of the leak with manual treatment. The cycler was not returned for analysis.